Manufacturer narrative:
(B) (4). (B) (4). This reported lot number is subject to recall initiated 02/08/2010. Therefore, this report requires a 5 day MDR based on this new info.

Event description:
Handle would not disengage and handle stuck. No further info available.